Manufacturer narrative:
On 9/18/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/24/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a missing material was observed in the anterior view measuring approximately 0.2 x 0.5 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 1/13/2019, mentor became aware of additional information that was mistakenly omitted from the previously submitted report. The patient is caucasian. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable / rupture discovered intraoperatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 400cc mentor memorygel breast implant. On (B)(6) 2019, the patient underwent a bilateral explantation and the surgeon discovered a rupture on the right-sided device. Both devices were removed and replaced by like devices (left-sided catalog number 3504001bc, left-sided serial number (B)(4); right-sided catalog number 3504001bc, right-sided serial number (B)(4)).

Manufacturer narrative:
The previous submission was mistakenly sent with an incorrect due date. Mentor became aware of the necessary correction on (B)(6) 2020, and the due date for the report was (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. Prior to the explant procedure, the patient was diagnosed with right-sided capsular contracture (baker grade unspecified). Manufacturer's reference number: (B)(4).